Event description:
It was learned that the patient was noted to have pre-treatment and was documented on the treatment record as pitting edema 3-4 + on all extremities. Also, it was verbally reported that this patient was noted to have bruising prior to the dialysis treatment. The reporter was unable to provide information on the location of the bruising on this patient. Also of the note was an md order to remove 3-4 liters of fluid was given heparin free and the reason the reporter gave was because of the bruising.